Event description:
Device 1 of 2: ref MFR report #: 1627487-2014-25368. It pt has two sets of leads (for off-label use) with the same lot numbers. It was reported the pt is experiencing ineffective stimulation and coverage. Additionally, the pt is experiencing intermittent stimulation, overstimulation and stimulation in a unintended area. X-rays revealed no anomalies. The pt has decided to turn off his scs system. In turn, the physician plans to undergo surgical intervention to address the issue. The physician also stated the pt had some ultrasonic treatments that may have affected the system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.